Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. Customer¿s blood glucose level ranged from 162-163 mg/dl. The customer reverted to an alternate method of insulin therapy.